Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette during peritoneal dialysis therapy without an alarm. This event occurred before the last fill cycle while the patient was connected. The patient stated the homechoice had been putting air into them before the last fill. The patient stated they had verified the line was fully primed prior to connecting. The patient stated there was two feet of air that had entered their body prior to them being in pain and needing to stop therapy to go to the hospital. The patient had not received any alarms. The technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was no report of patient injury or medical intervention associated with this event. No additional information is available.